Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation on15apr2024 and recorded (f67) harmonic compensation lvad fault flags. The periodic log file first recorded this event on 07apr2024. Additional submitted log file on 16apr2024 continued to capture harmonic compensation flags. Overall power consumption and rotor noise continued to be elevated, but their respective ranges did not appear any different than the values recorded in previous log files. The harmonic compensation flags had not interfered with pump operation at the time and the patient remained asymptomatic clinically. On (B)(6) 2024, the patient had a slight bump in lactate dehydrogenase (ldh) to (B)(4) units/liter (u/l) the previous evening, so they were administered a heparin drip and given a bolus. The ldh was down to (B)(4) u/l, and bilirubin was down to 1.1 milligrams/deciliter (mg/dl). The patient's brain natriuretic peptide was 800 picograms per milliliter (pg/ml) which was reported as slightly better; hemoglobin and hematocrit (hgb/hct) were decreased a little but were thought to be due to all the lab draws. Flows had "seemed a little better too". Additional log files were submitted on 19apr2024, still showing harmonic compensation flags. It was additionally reported that the patient was clinically doing well but they developed driveline drainage and tract tenderness. A blood culture was positive for methicillin-resistant staphylococcus aureus bacteria (mssa). The patient was then started on ancef (cefazolin). Their labs are stable. There was evidence of ongoing hemolysis with elevated ldh (B)(4) (u/l), fluctuating up and down and plasma free hemoglobin (pfh) was 60m milligrams/deciliter (mg/dl)-30 mg/dl-30 mg/dl on last few checks. Their total bilirubin was stable as were their hgb/hct. Mean arterial pressures were in 60-70¿s, heart rate was stable, and pump parameters overall seemed stable, with no pulsatility index (pi) events. The patient had been therapeutic on the heparin drip for over 24 hours. The hematology team was concerned about risk versus benefit of tissue plasminogen activator (tpa) and did not feel the patient was a good candidate and were holding off. There was a discussion for a potential heart catheterization earlier the following week to see if the issue was consistent with pump thrombosis but also for potential turn down to see if the patient met weaning for explant. On 22apr2024, additional log files were submitted. The patient was at the time experiencing low flow alarms, and there was concern for potential pump thrombus. Pi was up from 3.4 to 5.6. The patient looked well with a map of 76. The log file captured low flow events on 22apr2024. Between 07:28 and 07:50 on 22apr2024, it was noted much lower rotor displacement values than was seen before, which suggests the rotor position moved slightly during this time. These values returned to what they had been in the prior log files until 08:04 when a momentary left ventricular assist device (lvad) fault occurred. This fault was due to the rotor noise reaching a value of 100. This was an escalation of the harmonic compensation faults that were mentioned before. The fault lasted less than one second and cleared out. The log file then showed that the ongoing harmonic compensation faults resolved entirely for 30 minutes, meaning the rotor noise had stabilized and remained below the threshold that triggers the harmonic compensation fault. At 08:36, the harmonic compensation faults returned, and the corresponding flow had reduced from 2.3-2.7 to 1.7-1.0 liters per minute (lpm). This condition continued until the end of the log file at 09:00 22apr2024 morning. The rotor noise and pump power values recorded after the decrease in flow were similar to the values recorded last week. This data appeared suggestive that whatever first caused this condition of lower flow and increased rotor noise back on 7apr2024 had shifted and was then occluding more flow. The parameters seemed to have stabilized again after the momentary lvad fault due to the spike in rotor noise, but this was the first change, that was seen since the onset of the event and overall flow now appeared to be persistently lower than it was the week before. Additional log files were submitted on 23apr2024, when the patient had been having low flow alarms in a range of 1.6-1.9 lpm. Tpa was to be started, with no other clinical changes being reported. Log files showed low flow events and continued to capture harmonic compensation flags with no notable changes in rotor noise. Flows were 4.0 lpm, and the patient seemed to be asymptomatic after tpa infusion. Log file recorded low flow events along with (f67) harmonic compensation lvad fault flags on 23apr2024. Recorded values after 24apr2024 at 4:51:35 all appear to be within expected limits with recorded estimated flow values of 3.9 lpms. On 29apr2024, additional log files review showed no re-occurrences with harmonic compensation or rotor noise issues. On 29apr2024 night, the patient continued to have decreased flow (2.9-3 lpm), but then went back to around 3.6 range. Since that time flow had recovered back into a more baseline range of 3.5 to 4 lpm.

Manufacturer narrative:
Section d9: return information corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), identified the presence of a pledget lodged in the rotor, which would have contributed to the low flow alarms and rotor instability events captured in the submitted log files. Although an exact origin of the pledget could not be conclusively determined, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh) and other hemolysis symptoms if it was present while the pump was running. Furthermore, a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 7.5¿ of the sealed outflow graft was returned attached to the pump outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was not returned. The cuff lock was unremarkable. Examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered thrombus formations. Visual inspection of the pump rotor revealed a white/pink, fibrous material which appeared to occlude the eye of the rotor and one of the rotor vanes. Microscopic inspection revealed that the material was a felt pledget. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event and periodic log files captured low flow alarms on 22apr2024 and 23apr2024 and harmonic compensation lvad faults from 07apr2024 ¿ 23apr2024. Review of the submitted and extracted lvad event and periodic log files revealed that the harmonic compensation faults were associated with elevated rotor noise values, with a few elevations resulting in transient rotor instability faults. These events appear consistent with the identified pledget being ingested into the rotor. From 24apr2024 through 10may2024, pump parameters appeared to trend toward baseline. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU lists potential adverse events, including driveline infection, hemolysis, and pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that on 07may2024, the patient was seen with increase in their lactate dehydrogenase (ldh) / total bilirubin (tbili) and decrease in flows from time of discharge. The log file captured low flow events on 23apr2024. Additional log files showed no new changes in the pump parameters. There had been no new harmonic compensation events in the controller event file. The patient continued to have rising ldh/ plasma free hemoglobin (pfh), brain natriuretic peptide (bnp), tbili and decreased flows so they were started on tissue plasminogen activator (tpa) again. They had some increase in flows but only to mid-3¿s overnight and then low flows the next morning. It was noted that the patient was also hypertensive and being treated for that. Repeat computed tomography (CT) showed rotor was still stable. On (B)(6) 2024 at 7:58 am, the patient was prepared for an urgent exchange. Flows were lower after starting tpa, but their mean atrial pressure (map) was 120 so the medical team was trying to get that down. At 8:55am, the patient was brought to operating room for explant. Function and mitral regurgitation (mr) looked better on echocardiogram. The pump was explanted.